Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. (B)(6) is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained. The customer's expected non-fasting blood glucose test result range is248 to 250mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 109 and 106mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 06/22/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): a 112mg/dl, (B)(6) 2017 02:10:00 pm, fasting: no. A 135mg/dl, (B)(6) 2017 11:51:00 pm, fasting: no. A 122mg/dl, (B)(6) 2017 06:06:00 pm, fasting: no. A 159mg/dl, (B)(6) 2017 12:07:00 pm, fasting: no. A 202mg/dl, (B)(6) 2017 02:13:00 am, fasting: no. Customer says that her husband's glucose results normally run a bit high. Customer is comparing true metrix results to accu-check meter results. Customer states that her husband ran a glucose check on both of his meters last night and got 135mg/dl on the true metrix meter and 202mg/dl on his other meter. Also states that when her husband eats carbs and sugars, meter reads lower than expected. Customer states that her husband's normal range is 130-145mg/dl fasting and 248-250mg/dl non-fasting. Customer does not have any glucose solution but was willing to run back to back blood test. Customer had not has anything to eat within the last two hours. Meter time not set to correct time.